Event description:
The hcp reported that the device was prematurely explanted 36 months after implant. No reason was given for the explant. The device was returned to the manufacturer for anaysis. A follow-up report will be sent when additional information available to us.